Event description:
It was reported after the coil was detached, the coil implant migrated into the a2 vessel. No patient injury reported. Same event as MDR# 2029214-2009-00284.

Manufacturer narrative:
Only the pusher assembly was returned, as the coil was implanted in the patient. Evaluation of the pusher assembly could not determine the cause of the event.